Event description:
This report is being filed upon notification from our mr MFR. Of an event that occurred. Problem: the pt was scanned by the MRI with feet first into the magnet. The coil was positioned for pelvis examination. No spacers or cushions were used to separate the bare skin of the pt's inner thighs. The pt received a second degree burn immediately after the scan. The pt was burned between the thighs. Two second degree burns that had blisters with a size of approx 10 cm x 5 cm.